Manufacturer narrative:
The device history record (DHR) for lot 25g059462 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that they opened two packs and rubbed them around and noted that they also were leaving behind tiny threads.

Manufacturer narrative:
Section h6 type of investigation should have only stated "device discarded". "Type of investigation not yet determined" was added in error inadvertently. Please disregard the latter code.